Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021, and noise was noted on their atrial lead that led to oversensing during the visit. The noise was believed to be external, but this could not be confirmed. No intervention was reported. The patient was stable throughout.